Manufacturer narrative:
Correction to e1: initial reporter phone number and fax number correction to b3: approximate date, based on procedure date correction to b5: complaint summary the device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code: cause not established will be used. B3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: qrb.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the implantable pulse generator (ipg) is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) sc-1110-02 precision ipg kit was explanted due to an unknown reason. No additional adverse patient effects were reported. The location of the explanted device is unknown.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event block d2b: additional applicable product codes: qrb.